Event description:
Customer reported an issue with the spectrum monitor, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and confirmed the problem. Corrections included replacement of the cpu board.